Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019 that on (B)(6)2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6)2019. Data was received for evaluation, no additional event or patient information is available.the reported glucose values fall within the c zone of the parkes error grid. However, the data investigation confirms a difference in values that falls within the d zone of the parkes error grid.